Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. External insulation abrasion that breached only the optim insulation consistent with friction to the device can was found at 47.7 cm to 51.2 cm from the distal end. The silicone insulation beneath was intact.

Event description:
This report is to advise of an event observed during analysis.